Event description:
An attempt was made to deploy a 2.5mm diameter x 18mm length endeavor rx drug-eluting coronary stent in a pt. The target lesion, located in d2, was described as moderately tortuous with little calcification and 99% stenosis and was pre-dilated. The physician was attempting to deliver the stent through the strut of a previously deployed stent in the lad #7-d2 bifurcation which had 90% stenosis inside; however, the stent dislodged at the bifurcation. The dislodged stent was retrieved from the pt's body with a snare; then another endeavor rx stent was deployed. The device was inspected prior to use with no abnormality noted. The physician commented that the tip the guide catheter was damaged and this may have caused the event. The pt is reported to be fine and no other sequelae were reported. Medtronic has received the device and its analysis had been completed. The hypotube was bent. The stent was not on the balloon which had not been inflated. Crimp/bake impressions were evident on the balloon. The distal tip tubing was kinked. The most distal section of the distal tip was damaged. Blood residue was evident between the balloon folds. The stent was severely stretched and attached to the snare device used to retrieve it from the vessel. Communication from the field confirmed that the physician delivered the stent through the strut of a previously deployed stent at lad # 7; however, the stent dislodged at the bifurcation. The physician commented that the tip of the guide catheter was damaged and this may have resulted in the stent dislodgement. Info received from the account confirmed that the device was inspected prior to use with no issues noted. Based on the info available, the device has not been identified as the root cause of the event. Given the advancement of the 5f guide catheter and the stent through the strut of a previously deployed stent, the damage to the guide catheter tip coupled with the lesion and the complex nature of the procedure, it appears most likely that the stent securement may have been impacted resulting in the reported stent dislodgement. Stent dislodgement is also listed as an inherent risk of a pci procedure.

Manufacturer narrative:
(Secondary intervention: the dislodged stent was retrieved with a snare then one other endeavor rx drug eluting coronary stent was deployed.) - evaluation results: calcified lesion with 99% stenosis. The guide catheter had a damaged tip. Stent dislodgement. Relevant stent sued in a 99% stenotic lesion. Conclusion: calcified lesion, 99% stenosis.